Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4). He complaint was reported long after its occurrence theretofore the investigation is an evaluation of the information that was received. According to the information from the hospital the calculated insertion length was 11 cm but the ng tube for nava was inserted at 14 cm which according to the hospital was done in order to get good placement on the catheter positioning screen. This suggests that after the initial insertion of the ng tube at 11 cm, the edi catheter position was incorrect and onscreen positioning was done. With the information available it seems that positioning using the positioning window was correct and proper functioning of the ng tube was achieved but the advancement to achieve this didn¿t take into account the exceeding of the calculated insertion length. The selected ng tube was 6fr 50cm but according to labeling the recommended ng tube's length for the patient is 6fr 49 cm. The ventilator in this complaint has a calculation tool to suggest the size and the insertion length. It also has onscreen arrows for fine tuning. It is unknown whether this help was used. The conclusion in the matter is that the most likely cause was the inserting at a deeper length of 14 cm than the calculated length of 11 cm in combination with the selection of a longer ng tube. The search for correct placement of the ng tube didn¿t take into account the original calculated length.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ng tube for nava may have caused perforation in a patient. The final patient outcome is unknown. (B)(4).